Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose continued to drop and customer was slurring and sweating. Customer's blood glucose was 71 mg/dl and customer was treated with orange juice and liquid glucose. Customer's blood glucose dropped to 60 mg/dl. Paramedics were called and they reported that customer's blood glucose was 31 mg/dl.